Event description:
Patient with superior vena cava syndrome and needing a peripherally inserted central catheter (PICC) line. Multiple attempts to access a vein and two different PICC lines would not follow the wire. Both PICC lines would not advance over the wire after many maneuvers by the doctor. The 3rd line from the same vendor was ultimately successfully placed.